Event description:
The report from the field indicated that the luer hub of the stent delivery suyetm (sds0 leaked and was unable to hold pressure from inflation. The stent was not deployed; the sds was withdrawn without any reported pt injury. The procedure was completed successfully with another cypher stent without any problem.